Event description:
Related manufacturer report number: 2017865-2023-23976 it was reported that the device delivered inappropriate high voltage (hv) therapy due to damage on the right ventricular (rv) lead. High capture threshold and low defibrillation impedance was observed on the rv lead. During interrogation, the episode of alleged inappropriate hv therapy could not be found. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field events of ECG anomaly and inappropriate therapy were not confirmed in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.